Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "rupture". Diagnosed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.